Event description:
Information received from the aspire prospective registry, subject ID: (B)(4). The patient presented with neurological symptoms of aphasia, loss of balance and/or coordination, loss of consciousness, loss of sensation, nausea, vomiting, numbness, and tingling in bilateral extremities. The baseline mrs was 1. On (B)(6) 2013, the patient was treated with one 18 mm x 3.75 mm pipeline embolization device for a saccular sidewall aneurysm measuring 11 mm x 6.2 mm located in the right ica (internal carotid artery). The patient was on antiplatelet therapy (aspirin and plavix) prior to the procedure and was given heparin intra-operatively. Imaging post procedure shows perfect placement of the pipeline embolization device across neck of aneurysm without any kinking or stenosis. No branch vessel cutoff. Dyna CT (computed tomography) showed patency. Scale of roy post procedure is marked as completely occluded. At the 6 month follow-up, an angiogram showed that the device had foreshortened and no longer covered the distal neck of the aneurysm. Moreover, the distal end of the device was partial directed into the aneurysm. The aneurysm was the same size. On (B)(6) 2013, an additional 4 mm x 16 mm pipeline device was then placed with a marksman catheter. During the procedure, it was reported that the 5 french catheter was exchanged out for the 072 navien guide catheter and positioned in the right cervical lca. It was noted that the exchange process had caused a non-occlusive cervical carotid dissection. Angiogram after the delivery (of the second device) revealed perfect placement of the device across the neck of the aneurysm but with moderate stenosis at the distal aspect of the original pipeline device. Severe temporary partial loss of vision in the right eye occurred due to moderate stenosis and early platelet aggregation noted during deployment of second pipeline. The patient was given 20mg reopro into the right ica and repeat angiogram of the right ica after reopro revealed halting of the platelet aggregation. The stenotic segment was angioplastied (an option presented in the instructions for use) first using a trek 2.5mm x 12mm coronary balloon and then using an apex monorail 3 x 15mm balloon. Repeat angiogram after each of the balloon angioplasty procedures revealed progressive improvement of the ica. Platelet aggregation had resolved completely and there was stagnation of blood flow in the aneurysm. No branch vessel cut-offs were noted. The temporary loss of vision that was noted to be related to the procedure resolved on (B)(6) 2013.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
Received additional information on (B)(4) 2014 stating that the site has changed the adverse event of partial loss of vision that occurred on (B)(6) 2013 from serious to non-serious. Received additional information on (B)(4) 2014 stating that the parent artery stenosis that occurred on (B)(6) 2013 and resolved the same day. Also, the partial loss of vision occurred on (B)(6) 2013 and resolved the following day. (B)(4).